Event description:
During an internal review of programming and diagnostic data, it was found that a vns patient's device was tested on (B)(6) 2004 (adjusted to (B)(6) 2014) and system mode diagnostic results revealed high impedance (dcdc code 7). On (B)(6) 2004 (adjusted to (B)(6) 2014), system mode diagnostics were repeated and high impedance persisted. The device was not disabled. Further information from the physician indicated that, after the initial vns implant the patient's seizures were reduced by up to 50%. The patient was only suffering approximately 2 major seizures per month since 2003. In 2009, the generator was replaced and the device parameters were modified due to side effects; the frequency was reduced to 20hz. No change in seizure pattern occurred. On (B)(6) 2014, high impedance dcdc code 7 was observed; however, no change in seizure pattern occurred: still only 2 grand mal seizures per month. Therefore, it was decided to not turn the device off, but observe if seizure pattern changes when battery runs out. The device settings were left unchanged. It was reported that the patient was last seen in (B)(6) 2016. The device continued to show high impedance dcdc code 7, however, no change in seizure pattern. The physician decided to wait until the battery runs out. If no change in seizure pattern will be observed, no lead replacement will be performed but only a replacement of the battery. It was reported that the patient will be seen again in (B)(6) 2016, where x-rays will be taken. No further information was provided to date. No known surgical interventions have occurred to date.

Event description:
Additional information was received from the physician indicating that the patient was initially implanted with vns in 1998. That device was replaced in 2003 due to end of service. Another replacement took place in (B)(6) 2009 due to the unit reaching the end of its life. It was reported by the physician that the reported side effects, which occurred in 2009 after the implant of the current device, were due to patient tolerability; therefore it resulted in reducing the pulse frequency. No further details were provided to date.